Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Other relevant device(s) are: product ID: bi71000192; lot/serial #: unknown. (B)(6). The manufacturer representative went to the site to test the imaging system. The reported issue was confirmed and it was noticed that the rotor movement was intermittently blocked. The rotor tractor was suspected to be faulty and a new one was ordered. When the manufacturer representative they noticed that there was something physically blocking the gantry to rotate. After some tests, a cable coming from the source motor was not in place, it was hanging and untied, causing the blockage. It was tied back and reinforced with tape. Several tests and 3d spins were taken to be sure the issue was solved. The system was brought up, but the source motor assembly will be replaced during a future visit. The system is working as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the rotor doesn't know its position and can't perform the 3d scans. It makes a clunk sound and hard stop during rotation. Troubleshooting found that the motion exceeded out of tolerance. No patient was present at the time of the event.